Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. An xtw clip was inserted and advanced into the left ventricle (lv). However, due to significant number of chordae and a small left ventricle (lv), chordae was forcing the clip to rotate into a unwanted position. Therefore, the clip had to be retracted into the left atrium (la). It was noted the clip never became caught in chordae. After this occurring multiple times, a chordal ruptured was observed. The clip was advanced back into the lv and deployed without further issues. One additional clip was implanted, reducing mr to a grade of 2. There was no clinically significant delay in the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported difficult or delayed positioning the device appears to be related to patient morphology/pathology. The reported patient effect of tissue injury appears to be due to difficult positioning. Tissue injury is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no treatment was provided for the patient effects. There is no indication of a product issue with respect to manufacture, design or labeling.